Event description:
On (B)(6) 2011, the pt reported a hypoglycemic event that occurred about two years ago; she does not recall bg values but became unconscious and was subsequently hospitalized. The pt noted that she has hypoglycemia unawareness and has a history of low bg. She recalled that she calculated the insulin dose for a snack using the ezbg calculator and delivered the recommended bolus. The pt stated that a short while later she passed out and emt transported her to the hospital. She said that she was treated in the ER with oral cho and was released the same day with bg ~200s mg/dl. The pt concluded that she believed that she delivered too much insulin for the type of snack she consumed. She noted that she has since cut the bolus amount in half for the particular type of snack and no longer has issues with hypoglycemia. The pump was returned to animas. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There is no allegation or evidence that the pump caused or contributed to the event. This complaint is being reported due to possible use error and because the patient had symptoms suggestive of hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.